Event description:
Reporter stated that the surgeon inserted a single piece collamer intraocular lens into the eye and noticed the lens was torn. He removed the lens without enlarging the incision. No patient injury. The reporter stated that the surgeon thought the lens was loaded incorrectly in the injector.